Event description:
A report was received that the patient underwent a replacement procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient's system was replaced due to infection.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to infection located at the lead and pocket site. The symptom of infection was fever and the patient was prescribed antibiotics. The physician believed that the infection was not device related. The patient was reportedly doing well. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent a replacement procedure for unknown reason.

Event description:
A report was received that the patient underwent a replacement procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.